Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact called during dwell 2 of 3 1hr 8 mins remaining with make sure heater bag is on heater tray. During trouble shooting with technical support, it was reported that there was evidence of what appeared to be a fluid leak. Patient was advised to contact the peritoneal dialysis nurse. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."